Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was over 400 mg/dl. Customer declined troubleshooting for high blood glucose. Customer stated that when they changed infusion set and reservoir then their blood glucose value came to normal. The device will not be returned for analysis.